Event description:
It was reported that during an unknown procedure, customer reports that during the operation, while operator was cleaning this device, he noted that the tissue pad detached. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer has retained the device for legal reasons, no device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Customer did not release.